Event description:
It was reported that elevated pacing thresholds and reduced sensing were observed. The lead was dislodged due to abrupt arm movement. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.